Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula bent event. The event occurred on the first days and within few hours of using the infusion set. The site of insertion was reported to be abdomen. The blood glucose level was 400 mg/dl at the time of event and the patient was treated by changing the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.